Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The voltage on 12 volt power supply was adjusted. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the left (live) monitor was not working. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death.